Event description:
It was reported that the patient's spo2 began to decrease while the ventilator was connected to a patient. The patient was placed on bvm at 15 lpm with spo2 increase to 98%. The patient was placed back on the ventilator with the same results. The transport was continued with bvm @ 15 lpm. No patient harm reported.